Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be programmed despite using two different programmers. Real time electrograms could be obtained. No intervention or patient symptoms were reported. No further information could be obtained.